Event description:
The following info concerning the event was copied by a carefusion tech support specialist from an e-mail received on may 14, 2012 from the distributor in (B)(6). "[Name removed] in biomedical engineering at [facility name removed] reported that vela s/n (B)(4) stopped ventilating while on a pt and no alarm sounded. The pt was not harmed."

Manufacturer narrative:
Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the manufacturer. Event codes were derived based on info provided by the foreign distributor. (B)(4). The foreign user facility has requested that a carefusion rep be present to assist their staff and a cardinal health (B)(4) representative in the eval of the device. At present carefusion in the process of making those arrangements. Once the eval of the device is complete, carefusion will submit a follow-up medwatch report.